Event description:
The pump was returned for investigation. Investigation revealed a dim and discolored display screen. This report is made based on results of investigation completed on (B)(4) 2014.

Manufacturer narrative:
Device evaluation: the pump has been returned and evaluated by product analysis on (B)(4) 2014 with the following findings: pump booted to the verify screen with dim pink contrast. The device¿s black box confirmed the time and date were resetting to default settings following a battery change on (B)(6) 2013. The battery was removed for 6 hours and when reinserted, the time and date reset to the default settings. The pump was opened to investigate and the bt1 component was found to be leaking and unable to hold a charge. (B)(6).